Manufacturer narrative:
Pending investigation.

Event description:
Caller alleged discrepant results compared with the lab for multiple pts. Results as follows: date: (B)(6) 2011, pt: #1, meter: 1.4, lab: 2.6. Date: (B)(6) 2011, pt: #2, meter: 3.8, lab: 2.49. Date: (B)(6) 2011, pt: #3, meter: 3.6, lab: 2.61. Date: (B)(6) 2011, pt: #4, meter: 1.5, lab: 2.44. It is unk how much time went by between the meter and lab tests. Caller stated that the majority of pt population at this site is being treated for (B)(6) disease and are taking multiple anticoagulants. It is unk what particular medication these pts are taking.